Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus. Customer reported that some occlusions were acknowledged or the customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose level was 120 mg/dl.